Event description:
The tubing cut on the connection area of the dtx plus sensor.

Manufacturer narrative:
One used unit was received on 23 july 2007 and sent for investigation. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident.